Event description:
It was reported that an li61aor iol was intraoperatively removed due to bent haptic noted upon insertion using an ez-28b inserter. The incision was enlarged and the lens was cut and removed. Another lens was implanted successfully. Suture were used to close the wound. Please reference MDR# 1119279-2012-00084 for the delivery device.

Manufacturer narrative:
The lens has been requested, but has not been received by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.